Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. Customer stated they have applied a new infusion set, but the alarm persisted. The customer also reported a no delivery alarm occurred during a fixed prime while troubleshooting. The customer assembled a new infusion set and reservoir and the no delivery alarm was recurring. The customer's blood glucose was 130 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.